Manufacturer narrative:
Continuation of concomitant products: ddbb1d1 ICD implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had undersensing and inappropriate pacing into atrial fibrillation (af). The lead is still in use. No patient complications have been reported as a result of this event.